Event description:
Info received indicates the nurses cannot hear the pt positioning monitor (ppm) buzzer when it alarms, but it does send a priority nurse call.

Manufacturer narrative:
The tech found a loose connection when inspecting the scale circuit board which prevented the ppm buzzer from alarming. He reseated the connection to repair the bed.